Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a pinhole in the section of the balloon. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple hypotube kinks along of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located on the moderately tortuous and mildly calcified proximal to mid right coronary artery (rca) and the chronic total occlusion was located at the distal rca. A 10/3.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, the device was advanced into the proximal rca when the balloon ruptured at 8atm on the 1st inflation for 10secs. The ruptured balloon was removed from the patient completely. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located on the moderately tortuous and mildly calcified proximal to mid right coronary artery (rca) and the chronic total occlusion was located at the distal rca. A 10/3.75 flextome(tm) cutting balloon(tm) was selected for use. During the procedure, the device was advanced into the proximal rca when the balloon ruptured at 8atm on the 1st inflation for 10secs. The ruptured balloon was removed from the patient completely. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.